Manufacturer narrative:
Examination of the returned femoral stem, head, and acetabular liner finds nothing outward to suggest product problem. A search of the complaints databases identified one other report against the femoral head and no others against the remaining provided product/lot codes. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Recently the patient had suffered from pain and the surgeon found the symptom of osteolysis around a cup and suspected the possible malfunction of the gluteus medius muscle by MRI. Therefore revision took place on (B)(6) 2016. He found a black ring on the neck-head junction. He also found the stem firmly fixed but he could remove the cup easily due to loosening. It was reported that bone fracture occurred during surgery by split method and he used cables manufactured by a competitor for the fracture.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.